Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the cgm bg reading ranged from 320-321 mg/dl and control iq increased insulin delivery. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.